Event description:
Event description cpi received information that this implantable pulse generator (ipg) and passive fixation lead were explanted due to exit block. Exit block is a condition in which the patient exhibits a progressive rise in stimulation thresholds over time, despite optimal lead positioning.